Event description:
Davinci sureform 60 blue load cartridge number 6 did not fire. Error code - "stapler cannot fire, remove from patient, blade may be exposed" stapler was removed from patient. Cartridge removed from stapler, removed from field, and secured. Stapler rinsed, new staple cartridge loaded into stapler and fired without incident.